Event description:
A customer contacted beckman coulter (bec) reporting that the coulter lh 500 hematology instrument had blue colored crystal build up on the ports of manifold (mf) 11. The customer did not find any fluid leaks or holes in tubing. The instrument did not generate any error messages or flags as a result of this event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No discrepant patient results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse had observed that the manifold 10 was wet and salt was building up on top of the manifold. The manifold was cracked at the screw connection. The fse replaced the cracked manifold, gasket, and fittings. No further evidence of leaking /buildup was observed. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).